Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to pacing impedance measurements of greater than 2000 ohms. There was also an increase in threshold measurements; and after the lss, noise, oversensing, and pacing inhibition with greater than 2 seconds of asystole were observed. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).